Manufacturer narrative:
The unit was received with intermittent button response due to light moisture damage to keypad traces. There was no button error alarms noted. The unit was received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The company representative reported via phone call that the insulin pump alarmed button error. The reporter did not know the blood glucose reading.